Event description:
An electro-mechanical device was reported to, upon start up, be smoking and emitting a loud humming noise. The device was unplugged and removed from service prior to being used on a pt.